Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was implanted with the subject device on (B)(6) 2009 with an atrial lead and a ventricular lead. On (B)(6) 2017 at 16:30, the patient visited the hospital by taxi complaining of feeling unwell. At this point, the pacemaker was programmed to operate in safer-r mode at 60 min-1 (max. 130 min-1). At 16:45, a pacemaker check confirmed the following in relation to the atrial channel: atrial capture failure was confirmed at 7.5 v/1.0 ms in both bipolar and unipolar configurations. The p-wave amplitude was unable to be sensed. The atrial lead impedance was measured at 459 ohms and there were no significant changes since the last follow-up. There were no stored episodes showing noise in the egm. As no abnormalities were observed related to the ventricular lead, the pacemaker was reprogrammed to operate in vvi mode at 70 min-1. After it was decided to check the patient¿s condition again at the next follow-up on (B)(6) 2017, the patient returned home on this day. Physician¿s comments: since it was unclear whether the atrial capture failure was attributable to the cardiac muscle or a lead issue, please investigate the programmer files for any findings.